Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: customer returned (B)(4) sealed 8 mm, 31g bd pen needles. Customer states patient end needle is constantly breaking off during use, including into skin where she had to go to doctor to get it removed. Out of the (B)(4) returned unopened pen needles, (B)(4) were randomly selected and were tested for point geometry, outer diameter and lube coverage. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the bd ultra fine¿ pen needles were "constantly breaking off during use", including one that broke off inside the skin and led the patient to seek medical intervention from a doctor to have the needle removed.